Event description:
New information was received, the event occurred before laser fired, hence the complaint is not qualifying for reportable event.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10. New information was received, the event occurred before laser fired, hence the complaint is not qualifying for reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported suction loss in the unknown eye of a patient during lasik surgery with the unknown timing. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).